Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 10 days after the dental implant was placed in ada site 4, the implant had not achieved osseointegration in type iii bone. The site was grafted at the time of placement. Clinician noted exposed threads. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 10 days after the dental implant was placed in (B)(6) site 4, the implant had not achieved osseointegration in type iii bone. The site was grafted at the time of placement. Clinician noted exposed threads. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)